Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On (B)(6) 2014, to report batteries leaked inside the battery compartment of the purely yours breast pump during use on (B)(6) 2014. It is not unknown if the customer burned herself for this, was not clarified in the case file.

Manufacturer narrative:
Customer was sent a letter, asking for return of the purely yours pump base to ameda, inc. For evaluation of the product. A pre-paid fedex return label was sent in the box with the new product on (B)(6) 2014 for return shipment. To date, the product has not been returned to ameda, inc.